Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 295 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had an insulin flow blocked alarm and has had highs in the past. The insulin pump will be returned for analysis.